Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: use error. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ use error: observed per reported implanted date. As per the investigation procedure observed an opening and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side exchange with no complaint against the device. The device was implanted after the expiration date. The device has been explanted.